Event description:
It was reported that the patient's implant showed a power on reset (por) condition during or after asurgical revision. It was reportedly related to electromagnetic interference (emi) and the health care provider (hcp) was assisted in clearing the por.

Manufacturer narrative:
Concomitant products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).